Manufacturer narrative:
One quadripolar, uni-directional, curve f, flexability ablation catheter was received for evaluation. The catheter met specifications for electrical and temperature testing and met acceptable irrigation rates during a flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and effusion remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Following a cti ablation procedure, the patient was diagnosed with pericardial effusion requiring a pericardiocentesis and placement of a drain. During the procedure when starting rf application, the temperature would immediately jump to 45°c and no power could be delivered (<10w). An effusion was noted following the procedure and a pericardiocentesis was performed to stabilize the patient. A drain was placed, which was left in until the day after the procedure.